Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the one grip close cable is loose at the distal idlers. The idler pulley spins freely and was not damaged. The broken wire is inside housing by clamping pulley. The clamping pulley screws were found to be secured. The idler block shows no sign of damaged. The instrument was returned and evaluated. Engineering observed scratches on the maintube. The distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s procedure the wire came out from the tip on the large needle driver instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.